Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise and oversensing. A device check found the rv lead integrity alert (lia) had been triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead had also alerted for a high pacing impedance and noise. It was noted the impedance had been fluctuating. A fracture was suspected. The rv lead was programmed off. Additionally, the interrogation report showed the right atrial (ra) lead position check had failed. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.